Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 8mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that the balloon did not hold pressure after inflation. A 2.5mm x 120mm x 90cm coyote balloon was selected for use in a percutaneous transluminal angioplasty (pta) procedure. During inflation, it was observed that the balloon would not hold the inflation pressure. The device was exchanged for new device, same model, and the procedure was successfully completed. There were no patient complications. However, the device evaluation revealed a pinhole in the balloon.